Manufacturer narrative:
Result - a sample was not returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - a potential root cause for this incident is reuse. Without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Manufacturer narrative:
This incident was reported to the FDA ref mw 5044801. A sample has not been received by the manufacture. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that during a dressing change, the device's catheter dislodged from the hub. The catheter portion was retained in the patient's vein and will require surgery to remove.